Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is based solely on the customers reported issue. Note: instructions for use state: test the alarm and magnet for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or magnet do not function properly, remove the alarm and magnet from service and replace them with a properly functioning alarm and/or magnet. Ensure the led, indicating monitoring, is blinking green. (B)(4).

Event description:
Customer reported when the string clip magnet is removed from the face plate of the alarm, the alarm does not sound. Customer did not provide a date when this was discovered. No pt incident or injury was reported.